Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and/or symptoms include recurrence of incontinence, vaginal prolapsed, uncomfortable sexual intercourse and infections.